Event description:
Customer performed a blood glucose test and received a result of 188mg/dl at 1am. Customer was acting like customer had low blood sugar. Paramedics were called and they received a result of 44mg/dl. The paramedics gave customer glucose and customer was taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.